Event description:
It was reported that the device was alarming with a blank screen. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the customer's problem was duplicated. The tests found that the device was alarming and had no power. The most probable cause was an issue with the pwa board. The pwa board was replaced as well as the front and rear housing, housing seal, syringe cap, battery cap, keypad and rear label to correct the issue. The device passed all functional tests after repair.